Event description:
The iab was inserted into the pt on 11/20/97 at 11:15 a.m. And removed on 11/22/97 at 7:45 a.m. The iab did not malfunction. A vascular surgeon was consulted, surgery was required to repair pseudoaneurysm seven hrs after the iab was removed. Event complications: surgery to repair pseudoaneurysm-reported 1/7/98. Pt's current status: discharged-rpt'd 1/7/98.